Event description:
It was reported that a pulse generator malfunction was suspected when the device was interrogated while still in its box. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.